Event description:
It was reported that a pump declared an alarm during the pumping process. The customer declined to specify whether their blood glucose level exceeded a certain threshold, and no additional information was received regarding the outcome of the event on their blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. As a result, technical support arranged for a pump replacement, guided the customer on how to put the pump into storage mode, and instructed the customer to return the faulty pump using a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.